Event description:
The attending physician observed a threaded cap to be disassembled from the screw on films taken during a follow-up exam. A revision surgery was performed in 2009 to re-stabilize the construct. The revision case was completed with no further incidences. The pt is reported to be in good health.